Event description:
Percutaneous coronary intervention (pci) was performed in an 80% stenosed lesion with moderate calcification and tortuosity in the left anterior descending (lad) artery. The intravascular ultrasound (ivus) catheter was being used to image the lesion. The patient became ischemic, which resolved upon removal of the ivus catheter. No additional patient complications were reported. The patient condition was reported as "ok".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. Visual inspection of the returned catheter revealed the two flaps of hub rotator were damaged; however the unit was able to connect into mdu system properly. Image characterization testing revealed a good square image appeared in the system and the reported overload error message was not observed during functional testing. The product performed within specification. Rotator hub damage can be a function of the relative orientation of the shaft and the rotator which can occur when the catheter is being connected to the motor drive. This in turn could impede the rotation of the imaging core and produce a motor drive overload/error message. The ischemia can be caused by catheterization of the vessel, due to degree of calcification and diameter of the catheter used. The findings with the device are unrelated to the ischemia. The device labeling and directions for use (dfu) revealed these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Additionally, the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures are listed in the dfu. The risk of an ischemic event is contained in the device labeling and is an anticipated procedural complication for these types of procedures.

Event description:
Percutaneous coronary intervention (pci) was performed in an 80% stenosed lesion with moderate calcification and tortuosity in the left anterior descending (lad) artery. The intravascular ultrasound (ivus) catheter was being used to image the lesion. The patient became ischemic, which resolved upon removal of the ivus catheter. The catheter lost image and system displayed a motor drive overload message when catheter was being pulled back. No additional patient complications were reported. The patient condition was reported as "ok".